Event description:
Mercury is leaking from capsules during usage. On one instance the mercury shot all over the room when it was being mixed. Upon examining the surrounding amalgamators, it was discovered that mercury was found in the bottom of numerous amalgamators. Only kerr brand amalgam was used in the amalgamators. The result from having mercury leak from the capsules is dry mixes and more importantly, a hazard for the staff. The lot number identified above has produced numerous deficient mixes, but other lot numbers can not be ruled out. A request has already been forwarded to contracting requesting kerrs responsibility in the cleanup of the amalgamators. Representatives from the fire department, safety office, preventive medicine officer, medical maintenance, and environmental health are investigating the impact of this on the staff. Until this issue is resolved, amalgams (silver fillings) are not being placed in pt's mouth. This is a huge chunk of the pt care that is given. All parties were contacted to assess this complaint. After phone conversations with several personnel, it was clear that this was not a life-threatening situation. All mercury had been cleaned up by the personnel. Investigators were confident that there was and is no danger to any clinic personnel. Although investigators offered medical surveillance to clinic personnel, they assured field officer that this step was only taken to assuage any lingering fear that individuals may have concerning this incident. It was emphasized that in their opinion, there was absolutely no dangers to anyone. New amalgam capsules (from a different MFR) have been ordered and are expected tomorrow. Clinic expects to resume normal operation upon receipt of new amalgam capsules. FDA confirmed that zero complaints concerning this product in last two yrs.